Event description:
"Caller alleged discrepant results compared with a second meter and the lab. Results as follows:" date: (B)(6)2010, inratio: >7.5 (first meter), lab: 3.1. Date:(B)(6)2010, inratio: 3.1 (second meter), lab: 3.1.

Manufacturer narrative:
Investigation pending.